Event description:
It was reported that a transfer set had a leak between the roller clamp and the connection to the titanium adaptor. It was not reported during which step of therapy the leak was observed. No patient injury or medical intervention was indicated at the time of this report. No additional information was provided.

Manufacturer narrative:
(B)(4). Upon review of complaint files, it was determined that the reported leak was addressed in: 1416980-2014-22194. All investigational activities will be captured under report 1416980-2014-22194.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.